Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no allegation made against the buttress compression nut. The device is part of the assembly of the aiming arm and protection sleeve and the manufacturer's investigation of the returned devices will determine if it was involved in the complained event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 11. Oct. 2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a protection sleeve and aiming arm would not fit properly. It was reportedly difficult to assemble the devices. The failure was detected pre-operatively, and no prolongation was needed. The surgery was able to be successfully completed using an alternate device. This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the aim-arms (356.811 manufactured sept. 2005 / 356.814 manufactured oct. 2006), protection sleeve (manufactured nov. 2006), and buttress/compression nut (manufactured oct. 2005), were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. It is clearly visible that the aim-arms are in an extremely worn out condition and tear and the locking mechanism has some dents/marks around. Based on these findings we conclude that the cause of the damage is not due to any manufacturing non-conformances and it is likely that these articles (aim arms and buttress/compression nut) are old and often used instruments and the complained malfunction is the result of normal wear and tear in combination with the mentioned forces (dents from hammering). No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.